Manufacturer narrative:
When completed, the evaluation results will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding a dall miles single sided tensioner would not lock onto a cable was reported. The event was confirmed. Visual inspection was performed on the returned device and confirmed that the device has been used and cleaned multiple times. Internal components were determined to have corroded. Functional inspection was performed using a vitallium cable. Initially the tensioner would not lock onto the cable; however, after properly lubricating the device, the tensioner locked onto the cable. Review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review showed there have been no other events for the reported lot ID. The investigation concluded that despite visible corrosion on internal components, the failure of the tensioner to lock on the cable was caused by failure to properly lubricate the device after cleaning, as once lubrication was applied to the device, the tensioner functioned. No manufacturing defects were identified.

Event description:
Customer has informed sales rep that it is difficult to tighten the d/m one-sided cable tensioner. This occurred during surgery, there was no consequences for the patient and the surgery proceeded without complications or delays. The tensioner could be used, but was difficult to tighten the wires.

Event description:
Customer has informed sales rep that it is difficult to tighten the d/m one-sided cable tensioner. This occured during surgery, there was no consequences for the patient and the surgery proceeded without complications or delays. The tensioner could be used, but was difficult to tighten the wires.